Event description:
Boston scientific received information that the physician did not receive alerts on ventricular tachycardia or anti-tachycardia pacing as expected. Additional information was received through a home monitoring alert that tachycardia was programmed to monitor only in the patient's cardiac resynchronization therapy defibrillator (crt-d). Further information was received from a field representative that the patient underwent junctional tachycardia ablation at which tachycardia therapy was programmed as monitor only. After the procedure, tachycardia therapy was accidentally not programmed back on. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.